Manufacturer narrative:
Medtronic complaint report:(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. The patient underwent a laparoscopic right inguinal hernia repair with mesh, and a laparoscopic recurrent left inguinal hernia with mesh. He had revision surgery 6 months prior to this surgery. During that time a left open inguinal/femoral hernia repair with mesh, left ilioinguinal nerve ligation, and repair of tears of the left external oblique fascia was performed.